Event description:
It was reported that the cassette is not recognized. There was unknown patient involvement reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. One device was returned for evaluation. Visual and functional testing were performed and could not confirm the customer's problem. The cassette detection works properly. The root cause of the issue could not be determined as there was no problem found. No further action was taken. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.